Manufacturer narrative:
H10: a side-printed part of the packaging was received for evaluation. Visual inspection was performed. Using the naked eye, did not identify any abnormalities, that could have contributed to the reported condition. Dimensional testing was performed, at the seal of the package. And no issues noted. The reported condition was not verified. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of one-link non-dehp standard bore catheter extension set was tearing and would not open correctly. This was identified prior to use. There was no patient involvement. No additional information is available.